Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between july 18-23, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from "the top of the infuser at the point where the tubing connects". The issue was noticed during patient use. The device was filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.